Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device had a damaged universal serial bus (usb) port, and that the stylus touch-pen did not align correctly with the overlay of the device. It was also noted that the power cord bay tab appeared to be weakening. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the universal serial bus (usb) port of the programmer was broken/pushed-in. It was also reported that the stylus touch-pen of the programmer was not calibrated correctly. The programmer has been returned for repair. No patient complications have been reported as a result of this event.